Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enterprise server and clinical care extender stopped receiving messages from the meditech system. A technical support specialist advised the customer to check the pharmacy information system to resolve the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower station was not showing medication. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.